Event description:
It was reported that the procedure on (B)(6) 2010 was to a lesion in the left circumflex artery (lcx) and an in-stent restenosis in the proximal left anterior descending artery (lad) on an acute myocardial infarction (ami) pt. The restenosis was in a non-abbott stent which was implanted 10 years prior. Balloon angioplasty was performed in the lad then the lcx. While treating the lcx, thrombus was observed in the lad. As the blood flow deteriorated, thrombus aspiration was performed. Additional angioplasty was performed and then the 3.0 x 12mm xience v stent was implanted in the previously implanted stent in the lad. Post-dilatation was performed and intra-vascular ultrasound (ivus) confirmed that the xience v stent was adequately apposed to the vessel. On (B)(6), the pt's condition suddenly deteriorated. Thrombosis and vessel spasm were observed, starting from the area proximal to the implanted xience v stent towards the peripheral. Balloon angioplasty and thrombus aspiration were performed several times. On (B)(6), coronary angiography showed no anomaly with the lesion; therefore, the pt was to be discharged within the week. No additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.